Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Dialysis clinic reported observing smoke coming from the granuflo ii. Follow-up call to the clinic's biomedical engineer indicated that the granuflo ii was in homogenized mode when the burning smell and smoke was observed. The biomed engineer reported that two soldered fuses appeared to be burnt. The gran mixer was scheduled to be replaced.